Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tyndall and persistent edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. ¿ staining or discolouration of the injection site."

Event description:
Healthcare professional reported patient was injected to the dark circles a year ago by another physician with juvéderm® volbella¿ with lidocaine. Post injection patient developed "tyndall/persistent edema." The reporting healthcare professional "takes the patient back for the treatment of this complication." Symptoms are ongoing.